Event description:
It was reported that during an end to end colorecto anastomosis procedure, the surgeon prepared the site of purse string for the anvil placement. According to surgeon, he could have cleaned more the excess of tissues over the shaft of the anvil. Although, he fired the instrument and obtained an incomplete anastomosis. He sutured to obtained a leakproof anastomosis. There were no adverse consequences to the patient.